Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. The patient was not connected at the time of the call and the supplies had been discarded. (B)(4) explained that a large amount of air had entered into the disposable set and reviewed possible causes with the patient. (B)(4) advised the patient to call at the time of the alarm for any future issues. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed, as the lot information was not provided. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).